Manufacturer narrative:
This report is filed on february 20, 2020. (B)(4).

Event description:
The device was explanted as the recipient reportedly experienced poor performance. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic, the patient experienced poor performance from onset and was subsequently explanted on (B)(6) 2019. The patient was not reimplanted with another device due to the reported lack of benefit.